Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor. It was reported that the patient was trying to change the program they were using and it stopped them at a very low setting. The patient said they tried all of their programs and all of them had a cap on them that were real low, like 0.4 ma. When asked when this started, the patient stated they hadn't used this device in quite a while and they only used two programs. The patient mentioned the last time it did the same thing was a couple years ago and they just let it go, but this time they thought they needed to change programs to give it a different try. The patient confirmed they had just charged the ins. When asked if there was any specific event that preceded this, the patient couldn't think of anything. The patient was redirected to their managing healthcare provider (hcp) to further address the issue. 2025-sep-08 patltr (con): additional information was received from the patient. The patient reported that the cause of the settings topping/having a cap on them at a very low setting was not determined. They reported that what likely caused or contributed to the issue was that this was still a problem. 2025-sep-19 additional information was received from the patient. They reported that repeated that they were unable to increase amplitude beyond a certain point on several programs. The patient mentioned that they noticed this after they had an MRI in late july. The patient also noticed a loss of therapy efficacy at that time. The patient confirmed MRI mode was activated prior to their MRI, and was deactivated once the MRI was completed. The patient stated that program 2 allowed them to increase amplitude higher than the other programs. Agent reviewed communicator placement and patient confirmed they were able to connect to the ins. The patient was on program 2 at 1.5 ma. The patient changed to program 4 and got the message 'system is operating at maximum settings. Therapy cannot be increased' shortly after they increased the amplitude. Agent reviewed meaning of the m essage and redirected the patient to their hcp to further address the issue. The patient said their hcp left the practice, so they will call their hcp's office and request to see the hcp that took their place.